Event description:
Customer's husband called reporting his wife's insulin pump is constantly alarming no delivery. He stated the device is not delivering insulin. The batteries were replaced and new infusion sets were tried, but the issue persists. Neither customer nor the device were available at the time. Customer's husband was advised he needs to call in with the device to have it tested. Customer acknowledged and disconnected. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.